Event description:
It was reported that during a lap nephrectomy procedure the device cut, but did not staple. They converted to open to control the bleeding. The case was completed with sutures. The pt received a blood transfusion. The pt stay was for a week. The pt has been released and is fine. The device will not be released to us.

Manufacturer narrative:
Info is unavailable; device was not return for evaluation.